Event description:
It was reported to technical services on (B)(6)2011 that this ra lead impedance has gone from 400 to 1480 ohms with no capture and normal sensing. Caller discussed programming options. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).